Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the ift crushed, the distal body worn out, the segment fluid damage, the control body corroded, the forward body frame corroded, the u/d & r/l pulley wire fluid damage, the lg cable crushed, the electrical connector fluid damage, the lg cable connector corroded, the lcb distal cover glass dirty and the objective lens dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the ift crushed, the distal body worn out, the segment fluid damage, the control body corroded, the forward body frame corroded, the u/d & r/l pulley wire fluid damage, the lg cable crushed, the electrical connector fluid damage, the lg cable connector corroded, the lcb distal cover glass dirty and the objective lens dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.